Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 197 was due to water contamination within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 197) was displayed on an astral device indicating an outlet flow sensor error. There was no patient injury reported as a result of this incident.